Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that sometimes the device does not pass the test and is reporting a plate error. The fse evaluated the device on site; however, the reported issue could not be replicated. As a precaution, the fse replaced the therapy receptacle and external paddles. The system was confirmed to be operating to specifications. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.